Event description:
It was reported that hypotension occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was deployed then fully recaptured and a new was and wds were selected for use. After the deployment of the second device (30mm), the patient sustained a decrease in blood pressure. A drop in hematocrit was also noted for which blood was given. No pericardial effusion or groin hematoma were observed. The closure device was successfully implanted. The patient was monitored in the recovery room post-procedure. A computed tomography scan was performed of the chest, abdomen, and pelvis, which did not show any bleeding. The physician believed the drop in blood pressure was due to the three liters of fluid given during the procedure. No further complications occurred. The patient is stable and was discharged.